Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: product available for return. No photos available. Op notes attached. Pre-existing conditions: age-related anemia and osteoporosis, functional renal failure. Patient¿s height: 162 cm. Patient¿s bone quality (normal/soft/hard): soft. Corrected and additional information is filled in the follwing fields: additional: b7, d6, correction: b4, b5, g4, g7, h10. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Migration of the nail discovered on 08/30/2021, a lot of pain + femoral pseudarthrosis (femoral nonunion).

Event description:
It was reported that the patient underwent a right side hip nail insertion due to subtrochanteric bone fracture. It was discovered that the nail had migrated. The patient reported pain and femoral nonunion. There was no reported patient fall or false movement. The patient underwent a revision procedure.

Manufacturer narrative:
Concomitant medical products: cmn femoral nail, ccd 130°, right, 11.5 mm, 21.5 cm: catalog#: 47-2493-212-11, lot#: 3049030; anti-rotation pin standard 3.0 mm diameter: catalog#: 47-2490-030-04, lot#: 65005416; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47-2484-040-50, lot#: 64689212. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00158.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: h2, h6, h10 product evaluation: visual examination: the znn nail, lag screw and a screw were returned for evaluation. A visual examination was performed and minimal signs of wear inside the hole for the lag screw can be seen. There are some scratches and polishing visible on the shaft. The lag screw shows also some polished areas and wear on the surface of the outer diameter. The screw does not show any damage or deformation. Review of the device history records identified no deviations or anomalies during manufacturing. No further due diligence required as all required information to support the conclusion is available or was already requested. Devices are used for treatment. The product combination was approved by zimmer biomet. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right proximal femoral fracture fixation failure as noted with a displaced overriding alignment of the fracture site and femoral shortening and proximal migration of the hardware. Bone quality is severely osteopenic. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, femoral nonunion, migration of the osteosynthesis material of the right hip with the appearance of a pelvic pseudarthrosis. The investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).